Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there was an extreme rise and fall of stimulation strength when moving. No further complications were reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the caller stated he is not getting any pain relief that he expected. The caller stated he is not getting any pain relief like the trial. The caller stated in the trial that they were able to hit all the spots real nice. The caller stated since then they are not even close and some of them go off when he stands up where he has no sensation. The caller has tried adjusting his stimulation. The caller stated he has tried all 4 programs and at different strengths. When the patient stands up, one of them goes completely off. The caller stated he noticed this right away after the implant. The caller stated he called his manufacturing representative (rep) and he told the patient to turn the ins off because it was causing him to much pain across his abdomen. The caller stated on (B)(6) 2018 he had the ins reprogrammed and the ins is still not even close to the trial settings. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's stimulation not covering their pain and going completely out was due to the battery being dead and the "test procedure settings were not the same after the surgery". The patient was reprogrammed with "3 settings and the patient was sent home with one program". The patient's stimulation still does not cover pain, and only their hip is covered. No further information was reported.